Event description:
It was reported that during a lithotripsy procedure to fragment kidney stones, the fiber broke in the sheath of the flexible ureteroscope, causing the latter to also break. Approximately 3cm pieces of fiber remained in the patients renal calyx thus requiring recovering which caused unnecessary prolongation of the procedure. Boston scientific was unable to obtain patient and procedure outcome despite good faith effort.